Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guidewire kinked and tailed away (became thinner and thinner) while pulling it out, with the danger that a part of it remains in the patient's body. The tip of the introducer got damaged as well while trying to insert it. The catheter's shape changed also as a result of the struggle with the guidewire. The device was removed without any report of retained device.

Manufacturer narrative:
(B)(4). The customer returned a 2-l catheter, with the guide wire still inside, and lidstock for evaluation. After dislodging the guide wire from the catheter, large amounts of dried biological material were observed between the coils of the guide wire. Visual analysis confirmed that the guide wire was unraveled. Several kinks were also observed along the body of the guidewire. Microscopic examination revealed that the core wire has separated from the proximal weld, but the coils were still attached. Examination also revealed that the j-bend was misshapen. Despite this, the distal weld appeared spherical and intact. No defects or anomalies were observed on the catheter. The total guide wire length measured 600mm, which is within the specification limits of 596-604mm per the guide wire graphic. The guide wire outer diameter measured .790mm, which is within the specification limits of .788-.826mm per the guide wire graphic. The kinks along the guidewire were located 50 mm, 108 mm, 237 mm and 321 mm from the distal end, respectively. The catheter length from the juncture hub to the distal end measured 217mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter outer diameter measured 2.39mm, which is within the specification limits of 2.36mm-2.46mm per the catheter extrusion graphic. A lab inventory guide wire with the same outer diameter as the guide wire involved with this complaint was inserted through the returned catheter. Little to no resistance was observed. The undamaged portions of the guide wire were passed through a lab inventory 18 ga introducer needle. The guide wire passed through with minimal resistance. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit includes the following warnings and cautions for the user: "do not cut spring-wire guide to alter length." "Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." "If resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel." "Do not apply undue force on guidewire to reduce risk of possible breakage." "Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." "Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." "Clinicians must be aware of potential entrapment of the guidewire by an implanted device in circulatory system. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to reduce risk of guidewire entrapment." The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the core wire has separated from the proximal weld. The guide wire and catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the guidewire kinked and tailed away (became thinner and thinner) while pulling it out, with the danger that a part of it remains in the patient's body. The tip of the introducer got damaged as well while trying to insert it. The catheter's shape changed also as a result of the struggle with the guidewire. The device was removed without any report of retained device.